Event description:
A malfunction was reported involving momentary power loss to the vibrator motor of the pump, identified as malfunction 12. There was no adverse impact to the customer¿s blood glucose level due to this issue. The customer experienced the same malfunction multiple times but had not reset the pump within the last 24 hours. Technical support decided to replace the pump and instructed the customer to put the faulty pump into storage mode and return it using a prepaid label. The customer understood and acknowledged these instructions and was willing to continue using the current pump as backup therapy.